Manufacturer narrative:
Unit was received with totally broken off reservoir tube lip. Unit was received with cracked case at display window corners, display window and belt clip slot. Unit was received with minor scratched display window and case. Unable to perform displacement test due to physical damage.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the reservoir was cracked and it kept getting caught on things. The customer was advised to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.